Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the function switch failed to turn to the CPAP function. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.